Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the emergency medical service was dispatched and they visited emergency room on (B)(6) 2021 due to high blood glucose level of 500 mg/dl. Customer had experienced nausea and vomiting. Customer reported that insulin pump had unexplained no delivery alarm and grinding noise during rewind. Insulin pump had rejected new batteries and stuck button alarm. Insulin pump had lost date and time with battery change and diminished battery life not less than seven days. The insulin pump will not be returned for analysis.